Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 26.7 mmol/l(system 1), 18.3 mmol/l (system 1) and 12 mmol/l (system 2). Testing was performed with 2 vials of test strips from the same lot.